Event description:
Information was received from a foreign healthcare provider (hcp, for) via a distributer (dist) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient's pump stopped functioning and no MRI had been performed. According to the images provided, on (B)(6) 2026 a critical alarm occurred at 19:37 and reported the pump motor had stopped. On (B)(6) 2026 at 19:37 another critical alarm occurred and reported the pump had been stopped for more than 48 hours. Service code 99 (treatment interrupted: the pump has been stopped for 233 hours and 49 minutes. If the pump has been stopped for more than 48 hours, it may be damaged. Please consider performing additional tests to ensure the pump can operate. For further information, contact medtronic.) And service code 100 (possible underdose: the pump motor has currently stopped. If an MRI was just performed, wait 20 minutes before re - querying the pump. If this message still appears, or if no MRI was performed, contact medtronic.) Were noted. It was also reported that a warning occurred reporting "the duration the pump has been stopped may exceed the alarm d uration set by the tubing motor stop has occurred". No surgical intervention occurred or was planned. The issue was resolved at time of report. It was reported the device was implanted, but out of service. The patient's medical history consisted of cancer pain. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that it was unknown what actions were taken to resolve the pump motor stall. It was also unknown if the pump stall recovered and unknown if the pump would be returned to medtronic.